Event description:
During insertion procedure, received helium loss alarm. Changed consoles and alarm continued. Balloon removed and a second balloon inserted. Second balloon functioned without alarms. No harm to pt.